Manufacturer narrative:
On site investigation was conducted by the service engineer and it was found that the issue was caused by one specific spo2 sensor, the monitor was proper functioning. The sensor was installed to the hospital on (B)(6) 2012 with the monitor, it has been used for about 2 years. The root cause is the led aging, and we have found there's disinfectant residual phenomenon in the sensor, the humid disinfectant environment would accelerate the led aging. The sensor was removed from hospital.

Event description:
Customer reported that there was a pm-9000 monitor in the hospital had the spo2 measurement issue, when it attached to the finger, there's alarm for "spo2 sensor off" displayed on the monitor, it had no data or waveform for the spo2 measurement. No patient was dead or injured.